Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled " the fixed platform implant and are used in artificial total knee surface replacement compare the effects of rotating the platform implant" written hao yubin published in foot and health in january of 2018 was reviewed. The article¿s purpose was to compare the use of fixed platform implant and rotating platform implant in artificial total knee surface replacement 60 patients were involved in the study. 30 were implanted with a depuy tka with rp insert (observation group) and 30 were implanted with depuy pfc fixed insert (control group). Cement mfg and patella resurfacing wasn¿t noted. Adverse events: 2 patients in the observation group had wound infections¿ no treatment noted. 1 patient in the observation group had dislocation¿ no treatment noted. 1 patient in the observation group had athrill¿ no treatment noted. 2 patients in the control group had dislocation¿ no treatment noted. 1 patient in the control group had would infection-no treatment noted. 1 patient in the control group had arthroposis ¿ no treatment noted.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.